Event description:
It was reported that during a percutaneous coronary intervention (pci), a tip dislodgement occurred. The index procedure treated the target lesion located in the totally occluded right coronary artery (rca). Pre-dilation was performed and a bsc filterwire ez was placed for distal protection and an unspecified stent was placed. After the procedure was complete and everything was removed from the patient a flush injection was performed and it was noted that a radio opaque "object" remained in the patient and had embolized distally in the vessel. An angio balloon was passed through the tip left in the patient and inflated to withdraw the embolized tip successfully resulting in timi 3 flow. No patient complications occurred and the patient status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: during visual and microscope inspection of the returned device, the distal tip of the protection wire was wavy and stretched/uncoiled approximately 8 mm on its proximal portion. The nosecone was not retracted inside the retrieval sheath. Due to the dried blood inside the retrieval sheath the filter bag could not be sheathed into the retrieval sheath. After disinfection the returned filterwire unit was able to be removed from the retrieval sheath to inspect for potential damage. No damage, except for distal tip damage was evident on the filter or any of the filter wire components. There were no other issues found during visual inspection of the protection wire and retrieval sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).